Event description:
It was reported a bladder neck suspension procedure utilizing a protegen sling was performed initially without incident. The pt returned approx three months post procedure with pain and a bloody discharge. Poor healing of the initial surgical site in the vaginal wall was noted. The physician removed the sling material without incident. The pt remains continent and is reportedly doing fine. Co's directions for use outline as potential complications: "the following complications have been reported as consequences which may occur in urological procedures: urinary retention and infection. Consequences specifically related to materials: pelvic sensitivities and tissue erosion."